Event description:
This case was initially received via regulatory authority (igj) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('more severe menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), discomfort in joints ("joint complaints"), back discomfort ("back complaints"), menstruation irregular ("irregular menstruation") and menopausal symptoms ("menopausal symptoms"). On an unknown date, the patient experienced pain ("cannot perform household tasks without pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, fatigue, discomfort in joints, back discomfort, menstruation irregular, menopausal symptoms and pain outcome was unknown. The reporter provided no causality assessment for discomfort in joints, fatigue, menopausal symptoms, menorrhagia, menstruation irregular, pain and back discomfort with essure. The reporter commented: as a result of these complaints, mrs can only exercise at a minimum, work part-time and cannot perform household tasks without pain. A number of complaints have already disappeared since removal. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.